Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32939, 1627487-2020-32940, 1627487-2020-32941, 1627487-2020-32943. It was reported the patient was not receiving effective stimulation with their drg system. Surgical intervention took place wherein the drg system was explanted and replaced with a scs system to address the issue. Therapy was restored.